Event description:
At the end of the case, post heart surgery, the perfusionist noted that pressure and volume were increasing in the vanguard cardioplegia device despite the inlet and outlet being clamped. The surgery was a heart transplant. The pt was transferred to an ECMO circuit post surgery. The pt remained on ECMO for 310 hours and was removed from the system and died in 2002. The report indicates the death was from massive rejection.